Event description:
It has been reported to philips that the system is not booting up. Did a hard reboot and system is still not booting up. Philips has started an investigation of the complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information, the system was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that system is not booting up. Upon further inspection, fse reset the host pc manually so the system can boot normally, and accessory extension cables were damaged physically. Fse rebooted the system again and removed the damaged extension cables. After rebooting again and removing the damaged extension cables, the system was returned to use in good working order.the codes were updated based on the investigation outcome.